Manufacturer narrative:
Patient initials are (B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4) - manufacturing date: november 24, 2004 lot was released to the warehouse for quantity (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right hip nail procedure was completed on (B)(6) 2015 using the original trochanteric fixation nail (tfn) system. During the procedure, the surgeon needed to drill three (3) times in order to achieve proper placement of the distal screw, which would ensure proper placement of the screw and the nail. The nail and helical blade were inserted at a 130 degree angle using the aiming arm. When the surgeon went to lock in the aiming arm and use the drill, the connecting bolt was not in alignment. The surgeon could not get the nail to go through the trochar. The surgeon had to free-hand the drill to achieve placement and subsequently experienced difficulty removing the green trochar and connecting bolt. A ten (10) minute surgical time delay was noted and, approximately, eight (8) x-rays (anterior-posterior and lateral imaging) were taken to ensure proper device placement. The procedure was ultimately completed successfully. This report is 8 of 11 for (B)(4). .

Manufacturer narrative:
Device investigation summary ¿ the complaint condition for the 357.387 lot number 4936942 4.0mm trocar, 357.377 lot number 7559685 helical blade coupling screw, 357.372 lot number 4835026 helical blade inserter, 357.411 lot number 3328r16 insertion handle, 357.397 lot number is10420 cannulated connecting screw, 357.395 lot number 3319640 driving cap, 357.389 lot number 6125948 8.0mm/4.0mm drill sleeve, 357.386 lot number 3335177 11.0mm/8.0mm protection sleeve, and 357.366 lot number 3312047 aiming arm was likely caused by soft tissue obstruction or possible misuse; however, this complaint is not likely a result of any design related deficiency. The 357.387 4.0mm trocar, 357.377 helical blade coupling screw, 357.372 helical blade inserter, 357.411 insertion handle, 357.397 cannulated connecting screw, 357.395 driving cap, 357.389 8.0mm/4.0mm drill sleeve, 357.386 11.0mm/8.0mm protection sleeve, and 357.366 aiming arm are instruments routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have contributed to a misalignment. This condition is unconfirmed; when tested with a 456.315 lot number 6700338 trochanteric fixation nail, all the devices easily assemble and properly target the prescribed holes. It is likely that soft tissue obstructed the targeting devices or possibly misuse on the part of the surgeon has led to this complaint condition. The 357.387 trocar was manufactured in 9/2009 and is over six years old. The 357.377 helical blade coupling screw was manufactured in 11/2013 and is over a year old. The 357.372 helical blade inserter was manufactured in 12/2009 and is over five years old. The 357.411 insertion handle was manufactured in 3/2010 and is over five years old. The 357.397 cannulated connecting screw was manufactured in 12/2009 and is over five years old. The 357.395 driving cap was manufactured in 12/2009 and is over five years old. The 357.389 8.0mm/4.0mm drill sleeve was manufactured in 12/2003 and is over eleven years old. The 357.386 11.0mm/8.0mm protection sleeve was manufactured in 11/2004 and is over ten years old. The 357.366 aiming arm was manufactured in 8/2004 and is over eleven years old. The devices were returned in fairly worn condition commensurate with several years of use. Device drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected device history record review: manufacturing location: (B)(4) - manufacturing date: january 14, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The correct lot number for this part and this report is 3335177. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.